Event description:
Telemetry confirms a critical alarm occurring. The alarm due to zero ml reservoir volume reached; missed refill. Per the reporter the patient was not showing any signs of withdrawal. The pump delivered baclofen and dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: the device was explanted.

Manufacturer narrative:
(B)(4). Analysis of the pump (serial# (B)(4)) found a gear train anomaly, corrosion, and/or wear and/or lubrication. The pump passed all non-destructive lab testing. There was a motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. During destructive analysis the significant residue was seen on the upper shaft of the rotor magnet. Some residue was seen on the top and bottom surfaces of gear 1, 2, and 3. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model # 8731, serial # (B)(4), implanted on: (B)(6) 2006, explanted on:unknown. 8590-1 dacron pouch: lot # j0451875r, implanted on: (B)(6) 2006, explanted on: unknown. (B)(4).